Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: a crease smooth opening on radius, two striated openings on anterior. And observed, void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease smooth opening on radius assessed, as fold flaw opening. Two striated openings on anterior assessed, as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.